Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump module involved was received for evaluation. When the pump was evaluated the reported issue was not observed. The pump functioned as intending including order of lines compounded. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the pinnacle will randomly skip lines while compounding and the most common lines skipped are lines 1 (lipid) and 2 (dextrose) but other lines have skipped as well. No errors are alarmed. No injuries were reported.